Manufacturer narrative:
(B)(4). Date sent: 08/22/2016. (B)(4). Additional information was requested and the following was obtained: did any piece fall into the patient? I am not aware of a piece falling into the patient. The analysis results confirmed that one 5dcs instrument was received with the shrink tube damaged. Upon visual inspection of the shrink tube was confirmed that was melted at the end effectors area. Due to the damages found on the device, a possible cause for this condition is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with another laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, insulation on the distal tip of the device peeled off. It is unknown how the procedure was completed. There was no adverse consequence to the patient.